Manufacturer narrative:
Product complaint # ==> (B)(4) a manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 2804989 mfg date: march 28, 2021, exp date: march 29, 2026 batch 2800906 mfg date: march 20, 2021, exp date: march 22, 2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter also sent report to FDA? ¿ voluntary MDR report # mw5113132. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was a sales representative present during the case when the issue was experienced? 2. Was any leakage or product solution observed at the luer locks connection? 3. Were there any unexpected outcomes or complications as a result of the event? 4. Are there pictures of the damaged device available? 5. Is the device available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? Additional information: the actual device batch number associated with this event is not known. The following are the possible batch numbers: 2800906 and 2804989. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. During the schedule procedure the surgical tech nor the physician¿s assistant could remove the top assemble to attach the laparoscopic adapter the fibrin sealant preparation device. No adverse patient consequences were reported. Additional information was requested.